Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-00117 and manufacturer report # 3005099803-2013-00118 address these devices. It was reported to boston scientific corporation that two resolution clip devices were being used for hemostasis during a procedure in the gi tract. According to the complainant, during the procedure, the resolution clip device was advanced to the target tissue, and then the clip assembly was locked and deployed; however, the physician encountered difficulty releasing the clip from the delivery catheter. A second resolution clip device was used, but the same issue occurred; after deploying, the clip assembly was difficult to separate. The procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.